Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was no longer functional because the patient did not maintain the charging as recommended. Follow up identified the patient had the ipg replaced with a non-rechargeable ipg.